Manufacturer narrative:
Through service, the technician noted that the handpiece continued to run after the trigger was released. Through inspection, the sr. Principal engineer noted that the e-box would not sleep. Upon disassembly, the sr. Principal engineer identified a motor fet stuck on or off failure, which he added may cause the handpiece to run slow, weak, and for a few seconds after the trigger is released.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.